Manufacturer narrative:
Destructive analysis identified residue in the motor gear train and wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal [2000 mcg/ml] at a dose of 380 mcg/day. It was reported that there was a critical pump alarm. The logs were read and it was found that many different motor stalls had "developed." There was no MRI or external factors that may have led or contributed to the issue. No patient symptoms were reported. The pump was replaced and the issue was resolved. It was indicated that the explanted pump would be returned. At the time of the report the patient status was alive without injury. No further complications were reported or anticipated.